Event description:
Around 2000 the pt underwent a revision spinal decompression and fusion. Pt was healthy with no known history of allergies. Within 3 minutes following application of adcon-l, pt developed tachycardia (heart rate elevated from 70-80 bpm to 100-110 bpm) and hypotension (systolic had been about 90 during surgery and dropped to about 70 systolic). The dr reported that he had not given anything else to the pt for about 40 mins prior to application of adcon-l. When the pt was turned, he noted that the pt also had facial swelling. The pt responded well to ephedrine and fluids, but was also given anti-histamines and steroids as a precaution. The event resolved within about 30 mins and the pt did not have further sequelae.